Manufacturer narrative:
Upon further review, it was determined that the details provided in section b5 of the initial report included information that was not stated by the initial reporter. Section b5 was updated to accurately reflect the reported issue. Based on the updated description, this complaint does not meet the requirements of a reportable event therefore no further follow up reports will be forwarded. Describe event or problem was updated to reflect the issue reported by the initial reporter type of reportable event was updated from malfunction to na.

Event description:
The customer reported the silicone part of the set broke after installing the set. No patient injury was reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the silicone part of the set broke after a few hours of use and leaked the diet. No patient injury was reported.